Manufacturer narrative:
Additional information of fa number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:381433 and batch#:4290664. It was reported that the bd insyte autoguard pnk 20ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: verbatim: I had a nurse this past thursday state that this 20g instye was not retracting correctly. Have you had anyone else state this is happening? Additional information provided: 1. Please provide the batch# or lot# number? 4290664. 2. Please provide the material# or ref# number? (B)(4). 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The delay in retraction after the button is pushed could potentially cause a preventable needle stick, it did not, but there was concern.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4290664. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.